Event description:
It was reported that patient presented to emergency room after an accident which was unrelated to patient's device. Upon interrogation, it was noted that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to oversensing. No intervention was done. The patient was stable.